Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the leg, which is off-label usage of the device. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. On the night of (B)(6) 2025, she changed to a new pump and went to sleep. When she woke up the day after (B)(6) 2025 she checked her phone and pump right away to check her reading. She saw that she was at over 300 mg/dl so she checked her manual meter and found out that she was over 400 mg/dl. Patient did not mention whether she had any symptoms during this time but she treated herself. She took her long-acting insulin however it did not work as she noticed that her glucose level was still going higher. She was not able to confirm what was the reading from her sensor or if she did a reading comparison after she treated herself. Around 9 am she changed her pump again and gave herself a shot of long acting insulin and after that she said that she started getting feeling sick as she was throwing up, she said she knew that she was about to go dka, but she did not confirm if she really did went into dka. After throwing up she then called her daughter and had a three way call with her doctor who advised her to go to their clinic. She then went to the doctor's office by herself. At the doctor's office she stayed for 3 hours there where her doctor was checking her sugar level every 15 minutes but she was not able to confirm the exact readings anymore, what she can only remember was that the readings on her cgm was off as it was 25 mg/dl lower than the bgm. She also said that she was given a shot of insulin there but it was still not working that was the reason why she was advised to go to the emergency room (ER). She also went to the ER by herself and there she stayed for 2 days, they checked her sugar level and she said that from what she can remember she was at about 600 mg/dl at the ER. At the hospital she was asked to remove her pump but keep the sensor. While she was at the hospital, she said that the nurses where also checking her sensor together with doing fingerstick tests, and she was also given insulin there and had a chest xray while still wearing the sensor. She also said that while at the hospital she tried to do calibrations but they did not work, but still continued to use it even after she was already discharged. She used the sensor until the session expired. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.